Event description:
Home health nurses admitted the pt in 2001 for the purpose of inserting a nasogastric tube to provide nutrition. The two nurses completed the pt admission, inserted the nasogastric tube and secured the tube in position with tape in a traditional manner (on the pt's face), began the infusion of the nutritional product and trained the family members on how to run the pump and administer the food. As part of the insertion, the nurses verified tube placement as being in the stomach. Approx three hours later, one of the nurses completed a follow-up visit to the pt to check the status. Pt expired approx seven-eight hours following insertion of nasogastric tube. During the autopsy the medical examiner determined the tip of the tube was then located in the upper left bronchi of the lung. Based upon medical examiner comments, the tube may have been repostioned sometime after insertion as the length of the tube found inserted at the time of autopsy seemed to have been shorter versus a normal insertion length. Also, the tape appeared to have been altered which may have occurred during an inadvertent repositioning of the tube.